Event description:
The ge (B)(4) 9800 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge (B)(4) service representative investigated the issue and found a corrupt hard drive that was removed and replaced. System configuration and calibration files were re-loaded with software. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.